Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2012, the patient was diagnosed with widespread metastatic cancer. In (B)(6) 2013, the site reported that the patient died. The cause of death was metastatic cancer. In the opinion of the physician, the event was unrelated to the study device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2010, the patient presented due to stable angina (ccs classification 2), silent ischemia and was referred for cardiac catheterization. The de novo target lesion was located in the proximal left anterior descending artery (prox lad) with 80% stenosis and was 12mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50x16mm promus element stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. On an unknown date, the patient expired. No additional information is available at this time.